Event description:
Information provided states that surgeon observed a posterior migration of the primary implant during routine post op scan follow up. Patient was asymptomatic but decision was taken to revise migrated interbody spacer. During revision surgery screw/rod construct was intact and tightened to torque at beginning of case. Spacer was retrieved and replaced with a globus caliber expandable spacer.